Event description:
It was reported by synthes (B)(4) trauma product manager who was advised by the hospital clinical nurse leader that a proximal humeral guide from the small frag. Set is broken. The screw that holds the guide to the plate broke off into the plate. The surgeon was unable to use the plate as the broken part of the screw remains in the plate. Consultant was not present during surgery, but was advised that the proximal humeral guide and the plate were being assembled at the back table, not at the surgical site. Surgeon used a proximal humeral guide and plate from another set and was able to complete the procedure with no further problem. There was no extension of time, no additional medication needed, no harm to the patient as a result of the broken guide. Additional information on (B)(4) 2012, from synthes sales consultant regarding complaint event description as per the hospital nurse indicates that there was no patient involvement. The event occurred on the back table in the operating room. While inserting the insertion guide into the plate, the screw from the insertion guide broke off into the plate. The broken portion of the screw remained in the plate. A set with another insertion guide and another plate was implanted in the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found also, the design is adequate for its intended use and did not contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device is an instrument and is not explanted. Product development engineer evaluated the device and indicated the screw has sheared mid thread and the remaining portion of the screw (proximal end) remains captured in the insertion guide. The broken screw fragment (distal end) was not returned for evaluation. The fracture face of the screw is angled. A plate (part#241.903, lot#7622628) was received along with the insertion guide. No visual damage can be observed on the returned plate. Complaint description states that the screw remains in the plate. Received condition does not agree as the screw portion was received in the insertion guide. Several minor nicks and scratches exist on the top surface. Burrs and dents exist on the inside of the guide holes. Per the DHR review, the returned device was manufactured october 23 2003, and is over 9 years old. The fracture face on the screw suggests an off axis force or leverage was applied which lead to the breakage. The design risk assessment was reviewed and found to be adequate for the intended use. Device is an instrument and is not implanted; implant date is not applicable. Label for single use: corrected from yes to no as the device is not labeled for single use.